Event description:
Customer obtained results of 170 mg/dl, 345 mg/dl and 183 mg/dl within 10 minutes on the accu-chek complete system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.